Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was 5.3mmol/l. Customer's mother reported the plastic ring at top of the reservoir casing has come loose. The customer was advised that will have to be replaced.

Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Analysis was unable to perform the displacement test due to missing retainer.